Manufacturer narrative:
Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 6mm proximal of the proximal markerband and extending approximately 27mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was normal. It was further reported that the target lesion was 70% stenosed located in the severely tortuous and severely calcified central vein.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was normal.